Event description:
Healthcare professional additionally reported capsular contracture, baker grade ii.

Event description:
Healthcare professional reported, rupture. Healthcare professional, additionally reported, capsular contracture, baker grade ii. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. Capsular contracture-breast: unable to observe, since it is not related to the device. As per the investigation procedure: particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. Healthcare professional additionally reported capsular contracture, baker grade ii. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing. Additional, changed, and/or corrected data: visual analysis (h11).

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.